Event description:
Additional information was received. It was reported that the issue occurred intraoperatively during an ear, nose (&) throat (ent) procedure. There was a surgical delay of five to ten minutes. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the inaccuracy was approximately 1 centimeter (cm). The inaccuracy was observed post-regis tration when verifying anatomical accuracy. When the scan was registered, overall, the registration/navigation was off. The scan was registered multiple times and the registration was very high (from what the manufacturer representative could recall, around 4.0 or 5.0). It was reset multiple times. When it was finally registered between 2-3.0, it was still off approximately 1 cm. They double-checked for metal around the patient and the patient¿s head was on the emitter board and they made sure the patient tracker was also lined up appropriately on the head before registration was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6), h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that an alleged inaccuracy that occurred. The site said the surgeon felt the "tracking was off, they had to reset five times". Unknown if optical or electromagnetic procedure. No other information available at time of call. Patient present, impact unknown. Unknown delay.

Manufacturer narrative:
H2-3) the software analysis concluded that the logs captured two sessions on the date of issue. Both sessions captured the procedure as standardfess and the site registered the patient multiple times within the passing error metric of 5 millimeters (mm), but logs did not capture any abnormalities related to those reported inaccuracies. The provided archives contained a computed tomography (CT) exam consisting of 93 slices. The following observations were made from the archives: in the scan, the superior and posterior parts of the patient's head were not fully visible. It was advised to include these areas to enhance accuracy and increase data points. There were five successful registrations recorded in the archives, all within an acceptable error margin of 5 mm. However, during registration attempts, points were collected on the patient's forehead that were not captured in the scans, resulting in these points being flagged as red by the system. Analysis of all registrations revealed that many touchpoints appeared to be embedded within the skin. To improve accuracy, it was recommended to use a lighter touch when collecting trace points and avoid selecting points on soft tissue. Additionally, it was suggested to gather more data near planned entry point for enhanced precision. However, the logs and archives did not capture any abnormalities related to the reported inaccuracy of 1 centimeter (cm). There was a suspicion that the registration pattern might have resulted in the mentioned inaccuracy, but there was insufficient information available to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.